Event description:
I originally had implants fitted in 2004. My implants were causing me excruciating pain. I had a mini stroke and terrible pain, headaches, blurred vision and various other symptoms. I found out I had my pip implants that had ruptured. I paid myself to get them removed in 2012 (I had them in 2004) then recently over past 18 months have had two seizures (no cause), anxiety, panic attacks, headaches, numbness, joint pains, blurred vision, hair loss, skin problems. I have allergan textured. I¿ve been referred for an MRI due to swollen lymph nodes and capsular contracture so I¿m in unbearable pain and struggling to complete simple tasks, so I need them removed again. It¿s unfair I have now had to pay twice for faulty implants that have caused me serious health problems. Please help!